Event description:
On 12/30/2022, a medwatch notification was received via email that a small piece of the obturator from an ar-3372-4002 scope sheath, broke off and entered the patient. The surgeon was able to remove the broken fragment and used a new ar-3372-4002 scope sheath to complete the case. This was discovered during a procedure on (B)(4) 2022. No additional information has been provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.